Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a colectomy procedure, the patient returned to the operating room and a second surgery repair due to anastomosis leak. The surgical procedure was extended for more than 30 minutes and manual suturing was done to resolve the issue.